Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the intrathecal catheter, catheter migration is a known possible risk of use. Clinical specialist confirmed that the cause of the catheter migration is unknown. The catheter was sent to the facility's lab. (B)(4).

Event description:
Patient tracking contacted technical solutions to report a catheter replacement. Clinical specialist (cs) confirmed that the catheter was explanted and replaced due to a migration out of the intrathecal space. Cs stated that the cause of the migration was unknown. The new catheter was implanted and that the tip was placed at t10.